Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and r wave amplitude variation were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no damage to the rv lead or lead dislodgement. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.